Event description:
Discrepant results were obtained on the suspect device for two patients when compared to the lab. The device results reported were 3.9 and 3.5 inr. The reported lab results were 2.2 and 2.5 inr. The device was replaced and requested to be returned for evaluation.